Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(4) 2018, service found the pump had no audio on initial power up.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service found the pump had no audio on initial power up¿. The unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.